Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 41 mg/dl. The customer was treated for the low blood glucose with a juice. Customer states there is not something nearby that beeps. The customer reports a beep anomaly but foes not know what causes the issue. The customer stated that they will monitor the insulin pump and call back if the issue persists. The customer did not return the product back for analysis.